Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an inaccurate delivery issue. The patient's blood glucose levels have become erratic over the two weeks prior to the complaint. The night prior to the complaint, the patient had a blood glucose of 410mg/dl, with no allegation of treatment or symptoms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/23/2013 with the following findings: a review of the pump¿s history showed that the last bolus and last basal delivery were recorded on (B)(6) 2013. The pump¿s history showed no activity outside of normal use. The total daily doses added up to correctly reflect the user¿s programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. The complaint could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made based on results of investigation completed on 10/22/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.